Event description:
It was reported that "there was a leakage of the port and after control they saw there were two parts, the port was broken. The top of the port came loose from the chamber."

Manufacturer narrative:
One pro-fuse port was returned for eval. A visual examination of the device revealed that the cap separated from the port body. There is solvent residue visible on the outside of the port base where the cap had been bonded. The in-process pull test minimum requirement is a 20lb separation force. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. We are unable to determine the exact cause of the failure.